Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with false episodes of bradycardia. Upon review, undersensing was observed on the implantable cardiac monitor; it was noted that no true episodes were recorded. Programming modifications were discussed. The device remains implanted.